Event description:
Customer reported difficulty connecting meter to the insulin pump. Customer also stated that the screen of the insulin pump had a crack and a chunk of the battery compartment was missing. Customer reported dropping the insulin pump. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.